Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device generated restart alert 65 more than ten times over a 30-day period, indicating an audio alarm malfunction consistent with an over/under current condition, and a replacement was determined to be needed. Symptoms included inaudible audio alarms. Outcomes included shipment of a replacement device, loss of water resistance for the current device, and user instruction to employ backup therapy due to questionable functionality. Investigation included remote troubleshooting, verification of shipping details, and instructions for data synchronization, device shutdown, and return of the device for evaluation. Investigation of this case revealed a suspected audio subsystem malfunction associated with alert 65, with therapy data not transferrable to the replacement while cgm data reception remains available. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the audio alarm circuitry. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.